Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue and a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the pump's black box showed unexplained pump reboot events on (B)(6) 2016. The battery compartment was cracked at the threads. The battery cap had stripped threads as well. The battery cap was unable to fit to maintain an electrical connection. A test cap was able to fit securely. The ¿ez-prime¿ steps were performed correctly with no further power interruption.